Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: unknown / unknown / unknown / unknown.

Event description:
It was reported that pump displayed continuous glucose monitor error and caller mentioned cgm error 42 while using sensor. There was no adverse impact to the customer¿s blood glucose level. Customer support provided complete pump reset information, walked caller through pump reset, and after reset pump no longer displayed cgm error; no additional information was received regarding the outcome of the event.